Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and ams miniarc were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2013 along with concurrent total hysterectomy. It was reported that the client had mesh revision/removal on (B)(6) 2008 due to erosion into the bladder. It was reported that the patient underwent fistula repair and monarc subfascial hammock implanted on (B)(6) 2008 and a mesh revision/removal on (B)(6) 2009, (B)(6) 2010, and (B)(6) 2011 due to bladder erosion. It is also reported that on (B)(6) 2013 the client underwent another mesh revision/removal and removal of bladder calcifications.